Event description:
It was reported that the doctor was performing a lap cholecystectomy procedure. It was reported the doctor was in the middle of the resection and was receiving intermittent activation from the device from both the min and max buttons. The doctor swapped the device with another device and completed the case with no patient consequence.

Manufacturer narrative:
H6 code 400: cracked blade evaluation summary: the analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and a solid tone was noted. Further testing revealed intermittent contact between hand piece and the device. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use".